Event description:
It was reported that the 2600 system had an error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.